Manufacturer narrative:
Based on the claim against the product by the customer noting image flip on screen, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 0-degree endoscope was analyzed and found to have scope bearing friction issue. The complaint regarding the image flip on screen was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause is attributed to component failure. This complaint is considered as a reportable malfunction due to the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, the image flipped with the 30-degree endoscope. Poor camera control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted the surgical procedure, 0-degree endoscope's image would flip on screen. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) has made follow-up attempt to obtain additional information, however, no further details have been received as of the date of this report.

Manufacturer narrative:
The 0-degree endoscope was returned and analyzed. The reported issue was confirmed and replicated. The endoscope was found to have a bearing friction issue.

Event description:
Refer to h10/h11 for follow-up information.